Manufacturer narrative:
The alleged complaint unit was disposed of. Cannot verify an assignable cause without evaluating the complaint unit. Insufficient information for a complete investigation. The DHR for microtip lot 17613-08 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. There were 193 units released from microtip lot 17613-08. (B)(4)

Event description:
Vacuum test failed.